Manufacturer narrative:
A ge service representative performed on onsite investigation. The service representative replaced the filament driver printed circuit board and verified the tracking and the kvp output. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a charger error message. No pt injury was reported.